Event description:
After I have lasik surgery, I now have starburst when I see lights at night, more so in my left eye, then my right. My night vision is not as good as it used to be. I have the ghosting effect, double images when I am in the dark looking at something that is in the light. From the audience looking at a stage. I have a hard time reading now because of my left eye and the ghosting effect. Things in my left eye are bigger and blurrier than in my right eye. All of these side effects are there even though I technically have 20/20 vision now. I would have preferred to wear contacts for the rest of my life and be able to read than have 20/20 vison and not able to read.